Event description:
Using bd blood glucose meter the meter regularly has an e-3 message when testing blood glucose which indicates that too much blood has filled the testing strip. Reporter has used 3 other test instruments and never had this problem before. The bd group has recommended that the instrument stay stationary and that the sound be set on to try and prevent this error. This has happened more than 20% of the tests and this worries reporter in case of a low sugar test that they will not be able to test accurately.